Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a tlif/plf at l4-5 using rhbmp-2/acs . At an unknown time post-op, the patient developed back pain and leg pain which necessitated decompressive revision surgery. The revision surgery was conducted 327 days post-op, at which time the posterior instrumentation was also removed. All ectopic bone was surgically removed. The patient did fairly well after revision surgery with respect to leg pain and was able to return to work.